Event description:
On (B)(6) 2010, pt reported she has had some issues with her down button. Pt stated it takes longer to respond when she presses and holds it down while attempting to program a bolus. Pt stated the issue started about 3 months ago. Pt reported, the buttons pop back up when pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.